Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 06/03/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which does not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was a pressure disc failure, rear case cracked. There was no patient involvement.